Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 28-aug-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR: no, mfg date: 12-mar-2019, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, cutting of the delivery system (ds) tether caused micro-dislodgement of the leadless implantable pulse generator (ipg). It was further reported that the leadless ipg exhibited rising thresholds and pacing failure. The leadless ipg was removed and replaced. No patient complications have been reported as a result of this event.